Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 162 mg/dl. The customer reported to have an infection in the leg and was on intravenous therapy for the infection. Reportedly, the customer contacted a healthcare provider to discuss the possibility of the infection causing occlusions. The supplies were changed to addressed the event and insulin delivery was resumed.